Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is multiple seromas and infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side "fluid in breast," "a lot bloody," pain, and "multiple seromas and the draining of two large painful infected ones". The device remains implanted.